Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia, renal failure, and septic shock could not be conclusively established through this investigation. Evaluation of the submitted log files confirmed low flow alarms. The controller event log file contained data from on (B)(6) 2020 01:33:17 through on (B)(6) 2020 12:10:41. Twelve low flow fault flags were captured on (B)(6) 2020, resulting in a total of 4 low flow hazard alarms. The low flow events also appeared to be associated with elevated pi values ranging from 6.8-9.1; however, a specific cause could not be conclusively determined through this evaluation. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended and operated at the set speed for the duration of the file. The lvad event log file captured several low flow events. The controller and lvad periodic log files captured the pump operating as intended. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia, renal dysfunction, and sepsis as adverse events, as well as a potential late postimplant complications that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section of the IFU describes the pump flow display and pulsatility index and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room with severe knee pain and finger swelling. It was reported that the patient had septic arthritis. The patient was scheduled for the operating room on (B)(6) 2020, but was aborted and transferred to the ICU (intensive care unit) for urgent hd (hemodialysis)/uf (ultrafiltration). The patient had ventricular tachycardia which required 2 external shocks. It was noted that the patient had an aicd (automatic implantable cardioverter defibrillator) (non-abbott brand). It was reported that the patient passed away on (B)(6) 2020 due to cardiogenic shock. No further information was provided.